Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the power issue began on the evening of (B)(6) 2013. The patient informed the cca that he manages his diabetes with diabetes (self-adjuster). It is not known if the patient made any adjustments to his usual diabetes management regimen as a result of the subject meter not powering on. The patient reported that approximately 10 hours after the issue began he developed symptoms of ¿not feeling well and sweaty¿. On the afternoon of (B)(6) 2013, the patient stated he had more food and/or drink. At the time of troubleshooting, the patient confirmed that the subject meter would not power on manually (with button press) or when a test strip was inserted. The cca confirmed that the subject meter¿s battery did not have to be replaced per the owner¿s booklet recommendation. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.